Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study clarified the leg pain was reduced by 80-100% with the stimulation but they were not getting pain relief to the low back. The loss of pain relief occurred on (B)(6) 2015. The event was related to the device or therapy but ¿unlikely related¿ to the procedure. The lead migration/dislodgement was discovered through imaging on (B)(6) 2015 where the left lead migrated down 2 vertebral bodies. The device was reprogrammed on (B)(4) 2015 but the event was still unresolved with no further action planned.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported via the manufacturer representative that the stimulation had changed. An x-ray showed that one of the leads was displaced. The patient was programmed successfully for bilateral leg stimulation. The healthcare professional discussed options with the patient regarding one of her leads that had moved and the patient did not want lead revision surgery. The patient was happy with her stimulation covering her leg pain and unable to cover for back pain. The issue was not resolved at the time of this report and no future follow-up was planned for this issue. The indication for use was spinal pain.